Event description:
It was reported that balloon ruptured occured. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device was completely removed from the patient and the procedure completed with a different size non-bsc balloon catheter. There were no patient complications nor injuries were reported. The patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 11mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occured. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device was completely removed from the patient and the procedure completed with a different size non-bsc balloon catheter. There were no patient complications nor injuries were reported. The patient status is good.